Event description:
The facility reported a colleague infusion pump with a failure code of 403:317. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 403:317 was not confirmed during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.